Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the r-wave sensing amplitude was low, potentially due to an ischemia near the tip of the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable.